Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on 04/30/2026 by the complaint investigation team that information and a device were received on 04/27/2028 related to a broken silent nite device. Additional information received stated that dr. D. Reported that the anchor broke off of the device on 03/24/2026. It is unknown if the female patient was sleeping or handling the device when it broke but she did not suffer any injury or adverse event. No medical intervention was required. It is unknown when the patient stopped using the device.